Event description:
The rptr claimed that the cartridge with lot # b201576 was part of the recall. The pt's blood glucose reportedly tested in the range of "300 mg/dl" during the alleged event. There was no medical intervention or symptoms that would suggest a serious injury. Hence, this complaint is being reported as a malfunction.

Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. The retained from cartridges with the reported lot # were confirmed to be defective.